Event description:
Related manufacturer reference number: 2017865-2024-70701. It was reported that during a generator change procedure, the device stopped pacing. It was undetermined if the right atrial (ra) lead was the issue or the device. The device and the ra lead were replaced. When attempting to reinterrogate the explanted device, an error message of a software error occurred was received on the pacemaker. The ra lead paced appropriately when connected to the pacemaker system analyzer (psa), however, the physician elected to cap the ra lead and implant a new ra lead, as it was undetermined if the pacing would be consistent or an intermittent problem. There were no adverse health consequences, the patient was stable.